Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Customer's blood glucose (bg) level was 300mg/dl. Reportedly, a cartridge change was performed to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted drafted h3 other text : device not returned.